Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Event description:
It was reported that the residual pump volumes were greater than expected, and sometimes the discrepancy was greater than 25%. On (B)(6) 2008, the actual residual volume was 7.4 cc¿s and the expected residual was 11 cc. The patient was experiencing intermittent nausea over the last couple of months, and increased pain; his ¿legs hurt more off and on¿. The patient was taking higher doses of his oral pain medication, and was receiving morphine and sufenta through the pump. The pump logs were checked and no motor stalls were noted. A catheter study was done (B)(6) 2008 and no abnormalities were detected; csf was aspirated easily and the dye flowed freely. At the next refill on (B)(6) 2008, residuals were reported to be ¿ok¿.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).